Manufacturer narrative:
UDI= (B)(4). Mfg site name - (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted in the patient on (B)(6) 2012. According to the complainant, four years after the procedure, the patient experienced discomfort and complications. She was prescribed a regimen estrogen cream. She is scheduled to have a part of the mesh removed on (B)(6) 2016.